Event description:
It was reported that the pump generated an insulin occlusion alarm while the user was wearing an inset infusion set with 6 mm cannula and 23 inch tubing, and the user¿s blood glucose was 174 mg/dl at the time; the user performed a full supply change, including infusion set replacement, which resolved the alarm. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond a supply change. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed an occlusion associated with the infusion set that was resolved only after a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion corrected by component replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.